Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The unused infusion manifold in the pouch was visually inspected. And no obvious defects were found. The sample was tested with the lab stock constellation combined components, using a calibrated console. The sample primed and passed iop calibration successfully. No system message code appeared on the screen. No anomalies were observed, during testing. The intraocular pressure (iop) was stable when measured at appropriate settings, during infusion and f/ax control testing. No bubble or message code was occurred, during fluid air exchange. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. The root cause of the customer's complaint could not be established. The returned sample functioned, per specifications. After investigation of this complaint, it has been determined, that this sample functioned per specifications. Therefore, no corrective action is required at this time. Quality assurance has reviewed, this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that no gas came out the infusion set during a procedure. The product was replaced and procedure completed.